Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer was dispatched to the customer site. The initial issue was reported as pth assay sample probe aspiration errors. The cse determined that sample probe aspiration errors were caused by restricted air flow in the sample probe holder. The cse replaced the sample probe holder assembly. Potential cause for sample probe restricted air flow was due to debris in the sample probe holder port. The cause of the debris buildup could not be determined. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated intact parathyroid hormone (pth) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower and as expected. No results were provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pth result.